Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. The device history record was unable to be reviewed for this device since the lot/serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigations (including related complaints), the foreign material was found to be acecide (endoscope cleaning fluid), carboxylate (rust), organic silicone derived from medicine, and ester. It was confirmed that black liquid came out of the distal end. Since "there were no deviations from the instruction manual in the reprocessing procedure at the foreign material residue area" and "physical damage was observed at the foreign material residue area," it is possible that the foreign material could not be removed even if reprocessing was performed properly due to physical damage to the equipment. The subject event can be detected and prevented by implementation in the inspection method in the reprocessing manual ¿chapter 3 cleaning, disinfection, and sterilization procedures .3.5 manual cleaning. ¿ for gif-q260j. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6) . The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR report # 9610595 - 2024 - 10058

Event description:
It was reported the endoscope reprocessor had black liquid come out of the tip of the scope after use on a patient. The issue occurred after reprocessing. The procedure was completed using the same set of equipment and the equipment has not been used in other procedures. There were no reports of patient harm.